Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed healthcare professional from india of peritonitis in a (B)(6) female patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. The patient began treatment with amikacin (250 mg, ip, loading dose), amikacin (125 mg, ip, once daily, continuing), vancomycin (1 gram, ip, loading dose) and systan tablet (200mg, orally, once daily, continuing). The outcome for the event of peritonitis was unknown. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag. The root cause of the peritonitis was unknown.